Event description:
The user facility reported a 45-year-old male patient implanted with the impella 5.5 for management of acute myocardial infarction (ami) and cardiogenic shock, received a false "impella in aorta" alarm. Correct pump position was verified under echocardiogram (echo). Hospital staff disabled the placement signal (ps) alarm and was advised to use the motor current. Additionally, a leak at the yellow luer was reported on the 21st day of support. A purge sidearm bypass was performed and the sidearm was discarded. The rn stated that no tools had been used on the connection and no patient movement occurred that would have caused the leak. Sodium bicarbonate was used in the purge solution. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported "false impella in aorta" alarms and low purge pressure/purge system leak was completed. The device was returned for evaluation. When the "false impella in aorta" alarms were triggered, the pump's position was confirmed via echo, so the ps alarm was disabled, and the case continued. The root cause of the optical placement signal alarm issue was the patient condition. The cause of the low purge pressure/purge system leak was determined to be yellow luer damage. The root cause of the crack was most likely a result of the use of sodium bicarbonate in the purge fluid. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.